Event description:
It was reported that patient's right ventricular (rv) lead exhibited high capture threshold and r wave amplitude variation. The lead was explanted and replaced. The patient was stable.